Manufacturer narrative:
(B)(4). Method: the complaint rt266 infant dual heated evaqua2 breathing circuit was returned to fph in (B)(4) for inspection. It was visually inspected and pressure tested. Results: visual inspection revealed a crack along one of the swivel wye ports. The pressure test result was out of specification. A lot check revealed no other complaints of this nature for lot number 151123. Conclusion: we are unable to determine the root cause of the fault reported by the healthcare facility. All infant evaqua breathing circuits are visually inspected and pressure tested before leaving the production line, and those that fail are rejected. The subject infant breathing circuit would have met the required specifications at the time of production. The user instructions that accompany the rt266 infant dual heated evaqua2 breathing circuit illustrate in pictorial format the correct set-up and use of the breathing circuit kit. It also states the following: "check all connections are tight before use." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." "Set appropriate ventilator alarms."

Event description:
A healthcare facility in (B)(6) reported to a fisher & paykel healthcare (fph) (B)(4) manager that an rt266 infant dual heated evaqua2 breathing circuit was found leaking close to the endotracheal tubing connection. The staff noticed that the 'white circuit plastic part' was damaged. This was observed during use on a patient. It was further reported that the staff kept the circuit parts together as the patient required 'respiration helped'. No medical or surgical intervention was reported as a result of this incident.

Manufacturer narrative:
(B)(4). We are currently in the process of obtaining the complaint rt266 infant dual heated evaqua2 breathing circuit from the healthcare facility. We will provide a follow-up report once we have received the complaint device and completed our investigation. Awaiting device return.

Event description:
A healthcare facility in (B)(6) reported to a fisher and paykel healthcare (fph) district manager that an rt266 infant dual heated evaqua2 breathing circuit was found leaking close to the endotracheal tubing connection. The staff noticed that the 'white circuit plastic part' was damaged. This was observed during use on a patient. It was further reported that the staff kept the circuit parts together as the patient required 'respiration helped'. No medical or surgical intervention was reported as a result of this incident.